Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a pericardial effusion. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. A ntw clip was implanted successfully, reducing the mr to grade 1-2. After the mitraclip system was removed, the physician noted pericardial effusion. No treatment was given as the effusion did not increase in volume. It is unknown what caused the pericardial effusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported pericardial effusion could not be determined. Additionally, pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.